Event description:
Complainant alleged that during biomed testing, the device was unable to obtain ECG signal. Complainant did not indicate that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.